Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 69-year-old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report that the device shut down and was unable to deliver a shock in AED mode could not be duplicated during functional evaluation. The device log review showed two charge failures caused by a battery voltage dip while charging, after which the device successfully charged and delivered a shock. A low battery warning is logged and approximately eight minutes later, the device shut down due to the depleted battery. The battery was not returned as part of the investigation, and the customer advised that the battery was recharged and put back in service. The returned device was tested functionally, put through defibrillation cycling, and stress tested with no issues identified. The battery lugs were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.